Event description:
The user experienced quality control issues and received questionable dhea-s results for approximately 20 patient serum samples after loading a new reagent pack. Of the data provided, the results for seven patient samples were discrepant. All results are in ug/dl. Patient sample 1 initial result was 203.1 and the repeat result was 343.1. Patient sample 2 initial result was 1.09 and the repeat result was 12.27. Patient sample 3 initial result was 132.8 and the repeat result was 235.8. Patient sample 4 initial result was 40.35 and the repeat result was 86.80. Patient sample 5 initial result was 158.5 and the repeat result was 285.7. Patient sample 6 initial result was 47.53 and the repeat result was 101.8. Patient sample 7 initial result was 0.526 and the repeat result was 10.67. The user stated the results went into the computer system but then they cancelled them so they were reported but he does not believe anyone was treated based on them. No adverse events were reported for the event. The dhea-s reagent lot number was 16008101. The user made fresh calibrator material and recalibrated the assay. The user declined a service visit.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. The issue was most likely a reagent handling problem and the customer was advised about general reagent handling, using assay pack and having controls at room temperature. No patients were adversely affected by the event.